Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the teeth of the 8 mm medium-large clip applier instrument did not align, and the medium-large clip applier instrument was unable to close a clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a 2 bent grips, causing them to be misaligned. The offset at the tips was 0.67 mm. The grips were n found to be cracked but severely bent and the clipping test could not be replicated. The finding is related to the customer complaint. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noticed when it was in the patient and it was unable to get the clip to close and stay closed while the clip never fully closed. The jaws did not line up. The issue happened on the first attempt. The site used a new clip applier.